Manufacturer narrative:
This product investigation is still in progress. This report will be updated when product investigation is complete.

Event description:
It was reported that this right ventricular (rv) lead exhibited a gradual rise in pacing impedance measurements. A lead safety switch occurred because a high out of range pacing impedance measurement greater than 2,000 ohms was recorded. Technical services advised an increase in capture thresholds was observed as well. Additional information has been requested but has not been provided. This rv lead remains in service. No adverse patient effects were reported.